Manufacturer narrative:
It was previously reported: the manufacturer received information alleging a ventilator touch screen was not functioning. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center the allegation was confirmed. The display/touchscreen was replaced. All tests were performed, and the device operated properly. New information: the ventilator was returned to the philips investigation lab (pil) for evaluation and the complaint of touch screen/display issues was not confirmed. Visual inspection found jp1, display cable connector broken. Pil is unable to perform any further testing of the component due to the physical damage to the component.

Event description:
The manufacturer received information alleging a ventilator touch screen was not functioning. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center the allegation was confirmed. The display/touchscreen was replaced. All tests were performed and the device operated properly.